Event description:
It was reported that the pump touchscreen was delayed in responding to being pressed, requiring multiple touch inputs before the pump triggered an action. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.